Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g5. (Expiry date: 02/2016) the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nine years post port placement the patient allegedly experience pain while routine flushing. It was further reported during x-ray imaging revealed, the catheter allegedly had a break. Reportedly, the port was removed. The patient current status was normal.

Event description:
It was reported that nine years post port placement the patient allegedly experience pain while routine flushing. It was further reported during x-ray imaging revealed, the catheter allegedly had a break. Reportedly, the port was removed. The patient current status was normal.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one x-port with a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A compound split was noted approximately 3 mm from the proximal end of the distal segment. Tool damage was observed around the compound split which appeared cut. The investigation is confirmed for catheter break issue and the identified material separation, deformation due to compressive stress and naturally worn issue, as a complete circumferential break was noted approximately 3 mm from the proximal end of the distal segment. The edge of the circumferential break on both proximal and distal catheter segments was jagged, with a granular and smooth surface. Wear was noted approximately 10.0 cm from the proximal end of the distal segment. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2016), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.